Event description:
It was reported the system intermittently locks up and reboots itself. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane needs to be replaced. No conclusion can be drawn as repair information is unavailable.